Manufacturer narrative:
On (B)(6) 2021, the patient went to a follow-up appointment with the implanting clinician, who explanted the stimulator on this date. The patient did not have any further issues following the explant procedure. The patient stated that all instructions given after the surgery were followed. The implanting clinician mentioned to the clinical representative that the patient is a heavy smoker, which may have caused the wound to heal slowly. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is unknown/no problem found, but slow wound healing may have contributed to the event. Design fmea 06-01233 and hra 06-01232 was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required. Stimwave's global device erosion rate: (B)(4).

Event description:
On (B)(6) 2021, the patient contacted the clinical representative to disclose that the stimulator's lead had eroded through the skin.